Event description:
Patient (pt) stated that they received the replacement recharger but that did not resolve the issue. Patient noted that the controller takes hours to charge and locate the implant; patient followed up saying that the controller will shut off during charge sessions. Patient mentioned that the charging is intermittent and they have only been able to charge to 100% twice. Agent sent an email to repair to replace the controller. Pt called back and says they got the replacement controller and wanted to know which battery door to keep. Reviewed information. Pt says now that they have gotten the replacement recharger and controller, the charging issues persist. Pt says it will take 2-3 nights of charging just to get it to 50 percent. Pt says they have been in a lot of pain because of charging issues. Pt says on their old controller they remember seeing a software problem screen but not with the new controller. Pt says they will send old controller and recharger back to repair.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient (pt) reported they are not able to charge their implanted neurostimulator (ins). Pt states sunday they saw a software problem please call medtronic. Pt reported in the past when ins died, the pain was worse than when the ins is working and on. Pt stated they're in pain because she cannot charge. Pt reported the highest they have gotten to was 90% and has not gotten to 100%. Pt stated their stim had sometimes turned off itself, pt stated they have never turned off and the mdt rep at one point asked when checking why the stim was off, agent was not able to gather more information on this. Pt stated they worked with the mdt rep who advised to reset and that did work but still could not charge their ins. Pt stated their ins is down low maybe 5 or down to 0. Pt stated they're in bed from their 7 spinal surgery and oxycodone is not helping. Pt reported they can feel electrical pulses going through their legs which they have not felt since saturday. Patient stated during the call that they were suddenly getting pulsating waves of electricity down their legs. Pt stated that t he belt has not been useful and just places rtm over the ins. Agent advised to reset the controller. After reset patient was able to start a passive charge however did not advance to start the charge session.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.